Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor and collagen were not released, therefore bleeding still occurred after -using the angio-seal device. Manual compression was carried out for 40 minutes and a pressure bandage was applied for 12 hours. The patient was not injured. The procedure performed was a percutaneous coronary intervention (pci) using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was in stable condition. There was no other equipment or devices being used with the reported product. There was no blood loss greater than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.